Manufacturer narrative:
Qn# (B)(4). The customer returned one product lidstock and peel-away sheath for evaluation. The sheath was returned fully peeled and one sheath tab was separated from the sheath body extrusion. Visual examination revealed no portion of the sheath extrusion was adhered to the sheath tab. The sheath was completely torn along the score line, as expected. The separated portion of sheath body extrusion measured to be 2.87" which is greater than the specifications of 2.5625- 2.6875" per product drawing, indicating that at least 0.18" should be adhered to the sheath tab. The portion of sheath body extrusion adhered to the sheath tab measured to be 2.59" which is within specifications of 2.5625-2.6875" per product drawing. A device history record review was performed with no relevant findings. The customer report of a broken sheath was confirmed by complaint investigation of the returned sheath. One sheath tab was separated from the sheath body and contained no remnants of sheath body. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports: the peel away sheath broke as the PICC insertor was peeling it away from the patient's arm. The insertion of the device was completed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the peel away sheath broke as the PICC insertor was peeling it away from the patient's arm. The insertion of the device was completed.